Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The battery pins were observed to be broken and pushed into the device case. These were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed battery pins. It was observed that the battery pin contacts were bent/broken and would make intermittent contact to the battery. The cause of the reported failure was determined to be due to bent/broken battery pin contacts.

Event description:
It was reported by the customer that the device powdered itself off while monitoring a pt. There was no report of compromise to pt care or adverse event as a result of the reported failure.